Manufacturer narrative:
(B)(4) a supplemental report will be submitted upon completion of plant's investigation.

Event description:
A peritoneal dialysis patient's daughter reported that her father had died during an unrelated matter. During follow-up with the patient's nurse it was reported that the patient died while in the hospital and no further information was available. Medical records have been requested.

Manufacturer narrative:
A return product investigation was not performed as the cycler was not replaced in the complaint for the reported symptoms. Field service investigation is not performed on cyclers. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Clinical review was performed for all information currently available to the manufacturer, including the reported past medical history, past surgical history, and concomitant medications. There was no information supporting a possible association between the fresenius dialysis products, the event of osteomyelitis, and the outcomes of hospitalization and death.

Manufacturer narrative:
A supplemental report will be submitted upon completion of plant's investigation.

Event description:
The patient was transferred from their long term care facility due to the osteomyelitis. The cause of death was not known. Medical records were requested and will not be made available.